Manufacturer narrative:
This report is for one (1) unknown 3.5mm cortical screw. Part and lot numbers are unknown. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for cortex screw is not provided. It is used as the reported event required medical/surgical intervention to preclude permanent damage to a body structure. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the patient was implanted with one (1) 2.7mm/3.5mm variable angle locking compression plate (lcp) olecranon plate, one (1) unknown 3.5mm locking screw, one (1) unknown 3.5mm cortical screw and four (4) unknown 2.7 mm locking screws as treatment for a right olecranon fracture. On an unknown date post-operatively, the patient decided he wanted his hardware removed due to being uncomfortable. No allegations were reported against the hardware. It is unknown if there were any contributing factors that lead up to the adverse event. The patient underwent revision surgery on (B)(6) 2017 for hardware removal. This report addresses postoperative issue of patient being uncomfortable. The intraoperative issues of difficulty in removing four (4) 2.7mm unknown locking screws during the hardware removal surgery has been reported under linked complaint (B)(4). This report is for one (1) unknown 3.5mm cortical screw. This is report 3 of 4 for complaint (B)(4).